Event description:
While cleaning the tc electrode prior to a training session, the wire broke. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica leibinger gmbh inducate that this event would not be associated with the device but rather would be related to user technique.